Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the surgeon was using the trephine to harvest the bone when the trephine snapped into four pieces. The pieces were retrieved. Intranet operative imaging showed no residual in patient. Photographic evidence is available upon request. The article is not available for investigation. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.